Event description:
It was reported during a laparoscopic ovarian cystectomy during procedure set up the 5mm trocar was opened and attempted to arm. When it would not, a new trocar was opened and the case continued without incident. The surgeon and pt was not present when opening. There was no contact with the pt. The hosp requested the other trocars from the same box be inspected as well and are returning 3 add'l torcars.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abcd)conform; desufflation lever condition, abcd)conform; inner gasket condition, abcd)conform; latch condition, abcd)conform; obturator condition, abcd)conform; outer gasket condition, abcd)conform; reset button condition, abcd)conform; sleeve condition, abcd)conform; stopcock condition, abcd)conform and trocar condition, abcd)conform. Functional tests & results: does safety shield retract, bd)conf,ac)nonc; flapper door functional, abcd)conform and lockout functional, abcd)conform. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported incident occurred due to the intermittent arming of the device. The obturator handle weld was measured and found to be skewed which can cause the instrument to arm intermittently. The obturator handle is welded during the assembly process. Three sterile devices were also received for analysis. Instruments (b) and (d) were found to function properly. Instrument (c) was found to arm intermittently due to a skewed handle weld.